Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 100% stenosed chronic total occlusion (cto) was in a moderately tortuous and cacified right external iliac artery (eia). The 4.0mm x 20/135 sterling monorail balloon catheter was inflated a total of 3 times. The first inflation was 8 atms, the second inflation was at 10 atms. During the third inflation at 12 atms, the balloon ruptured. The balloon was removed from the body intact. The procedure was completed with a synergy balloon catheter. No patient complications were reported and the patient's status is good.